Manufacturer narrative:
A gehc service representative performed a checkout of the equipment inspection of the equipment noted worn check valves in the ez change module. The check valves were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.